Manufacturer narrative:
Additional info stated that at least 3 drugs were nebulized in at least 11 doses for a period of at least 4 days. No filter was used during this time. The reported difficulty of the pt fighting the ventilator indicates expiratory resistance. The pictures that were received showed a gel like residue and a crystallized substance which implies that the expiratory cassette's membrane could have become partially or fully glued to the opening and caused a blockage. This blockage led to the pt having difficulty breathing due to not being ventilated, which then led to desaturation. Nebulization was done on many occasions prior to this blockage event. According to the user's manual, nebulization should not be done without a filter on the expiratory limb of the ventilator circuit in order to avoid exhaled medication potentially affecting the ventilator. The build-up of crystals and the gel like residue that could have led to the clogging, was not sudden but took time. It is therefore not possible to determine when it started or the drug which caused it. As more than one drug was administered, it was most likely a combination of drugs. There is nothing else in the available info that indicated that there was a ventilator malfunction. The warning in the user's manual states: "do not use the nebulizer without a filter e.g. Servo duo guard, connected to the expiratory inlet of the ventilator". The root cause therefore is attributed to user error of not following instructions. (B)(4).

Event description:
(B)(4).